Manufacturer narrative:
Evaluation summary: there was blood on the distal conductor of the lead and it was obstructed, the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen, there was blood on the stylet/guidewire, and visual summary analysis of the lead indicated damage at implant; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an attempt was made to place a left ventricular (lv) lead during a procedure into a competitor's device when the guide wire became stuck in the lumen of the lead. The lead was replaced and not used. No patient complications have been reported as a result of this event.